Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high and low blood glucose. Customer reported that the paramedics were called on three different occasions. The first time, paramedics treated customer and left after blood glucose stabilized to 157 mg/dl and another time blood glucose was 157 mg/dl. Customer was transported to the hospital via paramedics on (B)(6) 2016 with blood glucose of 20 mg/dl. Customer reported of having high blood glucose which began on (B)(6) 2016. Customer's blood glucose was 20 mg/dl to 30 mg/dl at night and then rose to 600 mg/dl. Customer had constant urination. Troubleshooting was performed and insulin pump had no leaks or air bubbles. Site was irritated and it was found that cannula was bent. Customer declined high pressure test and self-test passed. Alarm history showed no delivery alarm. It was found that customer lost serter and was inserting manually which was causing bent cannula. Serter would be replaced.